Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for stent dislodgements from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of a 3.5 x 18 mm xience xpedition, the stent dislodged when removing the support mandrel. The stent was inside the protective sheath. There was no resistance during removal of the support mandrel. The procedure was successfully completed with a same size xience xpedition. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.